Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxguard flow controller extension set with needleless y-site(s) experienced occlusion. The following information was provided by the initial reporter: no flow when opened.

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint that there was no flow when opened could not be verified due to the product not being returned for failure investigation. A device history record review for model mfs141 lot number 22039023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 bd maxguard flow controller extension set with needleless y-site(s) experienced occlusion. The following information was provided by the initial reporter: no flow when opened.